Event description:
The patient claimed the animas insulin pump has power issues. The subject pump allegedly will not power on after it was exposed to salt water. There was no evidence of product misuse. The issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. This complaint is being reported as a malfunction due to the power issue.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box indicated several unexplained reboots had occurred. The battery cap was not returned with the pump for investigation. A test cap was used to complete testing. The pump powered on appropriately to the verification screen during investigation. A rewind, load, and prime sequence was performed with no power loss. Investigation revealed a display lens leak and corrosion on the battery terminals, behind the display, and on the force sensor plate. The complaint regarding power loss could not be duplicated during investigation.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).